Manufacturer narrative:
Batch review performed on 27 february 2019: lot 1111066c: (B)(4) items manufactured and released on 16-may-2018. No anomalies found related to the problem. To date, no other similar event has been reported on this lot.

Event description:
During impaction, the ball of the spring mechanism came out. The ball did not fall in the patient.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the spring ball plunger is come apart. It is possible that this occurrence could have been influenced by instruments wear or variation in production/assembly, however this cannot be confirmed.